Event description:
It was reported to covidien that the unit was missing display segments. The missing segments were on the right side of the monitor. The unit has been retired. There was no report of patient harm.